Event description:
It was reported the patient had the vns explanted due to a fracture which was visualized by the physician through x-ray. The patient's device had already experienced battery depletion several years ago, but the patient had begun to manipulate the area around the device which caused a fracture that could be seen through the x-rays. Once the fracture was observed, the device was explanted. The explanted vns will not be returned to the manufacturer per hospital protocol. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently left off in the initial MFR. Report.

Event description:
The device history record for the lead was reviewed and it was confirmed the device passed all required tests prior to distribution.